Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patient's lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein extension was explanted and replaced to address the issue. During the procedure, it was noticed that the ipg was discolored, ipg was explanted and replaced during the procedure to address the issue.

Manufacturer narrative:
The ipg header discoloration was not confirmed. A visual inspection of the ipg did not find any significant discoloration. It was noted the ipg header had a slight tint and was considered normal. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.